Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0437286v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a jolting sensation. It was stated that the patient went ¿through periods where she lost her programmer and was unable to use it.¿ the patient¿s stimulator was now ¿on high and jolting¿her legs were really shaking and jolting and she was not even able to walk¿it was hard to shower¿ unable to turn off.¿ the patient reportedly saw her physician recently due to injuring her back. It a myelogram determined that the patient did not need surgery. It was later reported that the patient was being overstimulated and needed to turn stimulation down. It was noted that the patient was recently discharged from the nursing home/rehab center for an unrelated issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with a manufacturer¿s representative ¿about 3 weeks ago¿ and the manufacturer¿s representative ¿tweaked¿ stimulation a little bit. It was stated that the patient had not felt stimulation since she met with the manufacturer¿s representative. It was noted that the patient felt stimulation when she was with the manufacturer¿s representative but the patient had them turn stimulation down because it was ¿too much.¿ the patient stated that she was ¿still really sensitive.¿